Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 14nov2018. A power supply was returned to philips for evaluation. The failure of a component on the power supply prevented the power supply from operating on alternating current power.

Manufacturer narrative:
Philips fse (field service engineer) confirmed the reported problem. The fse replaced the power supply, tested the unit, and returned the unit to service.

Event description:
The customer reported that the unit will not power on. There was no patient or user harm reported. The event date was not specified; estimate used.